Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV and bubbles. Device has been explanted.

Event description:
Healthcare professional additionally reported left side rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, opening curved on radius and observed bubbles in the gel. A visual and microscopic analysis was performed which identified a non-penetrating nicks, creases fold and striated punctured on radius. Bubbles were observed before the autoclave cycle however they may have been generated due to punctured. Based on the device analysis the final assessment is: a striated punctured on radius due to surgical damage like consist in the use of some surgical tool.

Event description:
Additionally, healthcare professional reported, via operative report, "no seroma or serous fluid left behind", "dehiscence" and "implant exposure".